Manufacturer narrative:
H10. Updated / additional information - d4 (model #, lot # - na), e4, g3, g6, h1, h6 (component code as liner). H6. Investigation results - the most likely cause for the revision reported due to prosthesis wear is a combination of risk factors including, use error, implant positioning, implant size selection, and patient factors may have also been a contributing factor to the early prosthesis wear. However, this is not confirmed, the devices were not returned. These devices are used for treatments, not diagnosis. There is no other information available.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: b1, b2, g2, h6: clinical codes, component code, types of investigation and investigation findings, h11. H11: based on the available information, the patient meets the following risk criteria for early prosthesis wear as specified in the hhe: combination of largest available femoral head and/or thinnest available acetabular liner was used, and implanted. The most likely underlying cause for the revision due to early prosthesis wear reported is a combination of those risk factors however, this cannot be confirmed from the reported information, and the devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
Prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. Concomitant medical products:¿ serial #: (B)(4), category #: 188-00-07 - wedge plasma s/o sz 7, serial #: (B)(4), category #: 186-01-52 - integrip cc, cluster 52mm, serial #: (B)(4), category #: 170-36-00 - biolox delta femoral head 36mm od, +0mm. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported via legal notification that the 70 year old female patient underwent initial right total hip arthroplasty surgical procedure on (B)(6) 2018 . An x-ray of the patient¿s right hip, taken on (B)(6) 2023, revealed mild asymmetry of the right femoral head in the acetabular cup suggesting liner wear and a small area of well marginated osteolysis suggesting mild particle disease. Patient underwent right hip revision on (B)(6) 2023, approximately 4 years 9 months post initial procedure. Patient was last known to be in stable condition following the event. No device return anticipated due to this being a legal case. No further information.